Manufacturer narrative:
A production records analysis has been performed and the packaging process is automatized. Therefore, the hair would have been put before this step. The root cause is not yet known. Analysis is ongoing.

Event description:
Reportedly, "hair" was found inside the pacemaker packaging box. They did not implant it to avoid any bad consequences.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, "hair" was found inside the pacemaker packaging box. They did not implant it to avoid any bad consequences.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
They found "hair" inside the orange box of the pacemaker. They did not implant it to avoid any bad consequences. They are waiting for feedback from us. Could you tell me please who I should send it to? Thank you.